Event description:
It was reported that the customer blood glucose have climbed over 500 mg/dl twice, due to her infusion set cannula was bent and the insulin pump failed to give a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.